Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device during procedure to treat 8 segments of the great saphenous vein (gsv). The lumen was not flushed prior to use. No tumescent infiltration utilized. Local anaesthesia was used. Hand was used for compression. IFU was followed. It was reported that the procedure completed per IFU. Procedure started 5cm back from sfj with no co-aption from hand and transducer. After procedure was completed, it was noticed that there was a venaseal extension into the common femoral vein (cfv), approximately 2.5cm. The vein closed. Patient felt dizzy after procedure. Physician prescribed anti-coagulants and will be brought back in 5 days for unilateral scan follow up. Venaseal extension did not lead to full occlusion of vessel. No deviations with location of catheter tip prior to initial delivery of adhesive. No compression of gsv. No complications during procedure. Patient was ok when discharged. Patient returned for follow up and no change, still has the extension in the cfv. No further patient injury reported.

Manufacturer narrative:
Additional information: 2.5mm extension was extending into the common femoral. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device during procedure to treat 8 segments of the great saphenous vein (gsv). The lumen was not flushed prior to use. No tumescent infiltration utilized. Local anaesthesia was used. Hand was used for compression. IFU was followed. It was reported that the procedure completed per IFU. Procedure started 5cm back from sfj with no co-aption from hand and transducer. After procedure was completed, it was noticed that there was a venaseal extension into the common femoral vein (cfv), approximately 2.5cm. The vein closed. Patient felt dizzy after procedure. Physician prescribed anti-coagulants and will be brought back in 5 days for unilateral scan follow up. Venaseal extension did not lead to full occlusion of vessel. No deviations with location of catheter tip prior to initial delivery of adhesive. No compression of gsv. No complications during procedure. Patient was ok when discharged. Patient returned for follow up and no change, still has the extension in the cfv. No further patient injury reported.